Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 10/28/2014 with the following findings: animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. Visual inspection of the pump found some cosmetic damages. Review of black box data found one unexplainable power on reset on the complaint date. Battery cap was able to tighten properly onto the pump. Battery compartment was undamaged and there was no evidence of moisture intrusion inside the pump. The pump powered up with auditory and vibratory features. A rewind/load/prime sequence and a 24-hour pump exercise were executed without incidences. Pump casing was opened and no evidence of moisture intrusion or loose component was found inside the pump. The reported intermittent power issue was verified in the black box but not duplicated during the investigation. Furthermore, reported moisture intrusion was not verified in the investigation. Unrelated to the time/date issue, the display was dim and discolored.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a hyperglycemia related to an intermittent power issue. Reportedly, on an unspecified date, the patient had blood glucose (bg) reading of 425 mg/dl with nausea and small level of ketones. No treatment above and beyond the usual routine of diabetes care and management was reported and the patient allegedly remained on pump therapy without any recent adjustment to the pump settings. Customer support agent reviewed the event with the reporter. The reporter stated that the battery compartment was intact but moisture was evident inside the compartment. It was reported that the battery cap was unable to secure properly onto the pump with the yellow o-ring showing but no damage to the cap was noted. The reported bg excursion did not meet the criteria for a serious injury. This complaint is being reported based on the allegation that the pump had intermittent power issue and the reported issue was not resolved with troubleshooting.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.